Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with android operating system version unknown. The low glucose alarms did not sound abd the customer was unable to monitor glucose with sensor readings and experienced loss of consciousness and was unable to self-treat. The customer was given paxmin by a non-healthcare professional which was prescribed at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported issue with disconnecting between librelink and linkup that caused loss of low glucose alarm notification. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of device model, os and app version information restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.